Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, a definitive root cause cannot be identified, however, it is possible that a high-energy endo therapy accessory (laser, high frequency, etc.) Was used without ensuring a sufficient distance from distal end. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): bf-1t180 operation manual:chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope. Bf-1t180 operation manual:chapter 4 operation:4.2 using endo-therapy accessories. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited a burnt distal end plastic cover. There were no reports of patient involvement.